Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced a freestyle libre 3 plus sensor pairing failure to the ilet and subsequent difficulty rescanning, after which the sensor successfully scanned and displayed a remaining warmup time; the user also noted that the warmup countdown did not always appear on the ilet home screen and was coached to view the warmup timer within the freestyle menu. Customer care provided support that included customer user education. Investigation of this case revealed that the device functioned as designed once the user navigated to the correct menu and rescanned, indicating use-related confusion. Symptoms included no adverse clinical effects. Outcomes included no impact on health or medical care. It was concluded that the event was related to use error and not a device malfunction.